Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that it seems like it takes a long time to charge their implantable neurostimulator (ins). They stated it has been this way since implant. They inquired about how long it should take to charge their ins. Patient services reviewed charging considerations. The patient stated they always charges their ins when their ins battery level gets to 50% and that it takes about 2-4 hours to charge the ins from 50% to 100%. They stated that it used to take less than that but was not clear how long it used to take to charge. They confirmed they always have 8 coupling bars when charging and mentioned they fall every day. It was not indicated if the falls were related to the device/therapy. They were redirected to their healthcare provider (hcp) to check the ins since they mentioned they fall daily. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting there are no diagnostic/troubleshooting results available, the cause was not determined, no actions taken to resolve the issue and the issue has not been resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported no testing or troubleshooting was performed related to the fall sand implant taking longer to charge. The cause of the falls and implant taking longer to charge was not determined but the falls did not affect the device. No steps were taken to resolve the falls and implant taking longer to charge because the ¿unit was working properly. No further complications were anticipated.